Event description:
A pt was found extubated in the ccu and re-intubated with a new et tube. The pt was found extubated a second time when staff noticed that the pilot balloon and tracheal balloon were not fully inflated.